Event description:
It was reported via repair work order that the mattress is not adhering to the litter due to malfunctioned velcro. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.